Manufacturer narrative:
Product complaint: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The lot number was not reported. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Resistance/friction is a known potential issues associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00174.

Event description:
As reported by the field, during a mechanical thrombectomy, a prowler select plus (mc21160c2, 30979588) could only be guided over a traxecc micro guidewire intracranially with the use of force and extreme friction occurred when moving up and releasing an embotrap iii 5 mm x 22 mm (et309522, lot unknown). Then they changed to another prowler select plus (mc21160c2, 30858787) with less friction in the further course with a 4 x 20 preset lux thrombectomy device. There were no surgery delays due to the reported event. The procedure was successfully completed and there was no patient injury reported. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the resistance was felt at the distal tip. The device was initially able to be moved but then it has to be replaced. The embotrap iii was not torqued inside the prowler select plus mc. There was no evidence of physical material within the device. A 4 x 20 preset lux was successfully used with the concomitant device prior to the encountered resistance. There was no difficulty removing the device from the patient. There were no other alleged product malfunctions with the embotrap and the lot number for the embotrap is 22g098av. Since there was no alleged product malfunction with the empotrap, the impacted product no longer meets us regulatory reporting criteria. No other reports will be forthcoming.